Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection. The infection was believed not to be device related. No device malfunction was suspected. No further information could be obtained.